Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for high blood glucose of 590mg/dl. The customer stated that she was hospitalized for emphysema and the insulin pump was disconnected for about three months. The customer stated that when she restarted on the device, her blood glucose increased. The customer also stated that she is on protozone medication, which may have caused to rise her glucose level. Troubleshooting was performed and the high pressure test passed. No further information was provided.